Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system has recently exhibited right ventricular (rv) over-sensing. The physician elected to surgically cap and abandon the rv lead and explant the device. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently implanted to resolve the event. It was indicated that the explanted ICD was retained by the healthcare facility and will not be returned for analysis. The rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was being sent to correct d6a.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system has recently exhibited right ventricular (rv) over-sensing. The physician elected to surgically cap and abandon the rv lead and explant the device. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was subsequently implanted to resolve the event. It was indicated that the explanted ICD was retained by the healthcare facility and will not be returned for analysis. The rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.